Event description:
Health care professional reported rupture and seroma-late. This relates to the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture-breast: not observed. ¿ seroma-late breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture-breast: not observed. ¿ capsular contracture-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Device has been explanted.

Manufacturer narrative:
Clarification d.1: fill of device is not known, whether saline or silicone. Unknown mammary captured; saline captured as default pending further information. Clarification d.4: serial number provided as (B)(6), did not pull up in system. Possible lot number. Clarification needed from physician office. Continued e.1 phone number: (B)(6). Continued e.1 postal code: (B)(6). The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, seroma-late.

Event description:
Health care professional reported left side rupture, fold formation with associated retraction, and fluid on the left side. Device remains implanted.